Manufacturer narrative:
The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. There were no technical services requested or performed related to the reported event. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. Literature report is attached as a regulatory report attachment in the smdr correction as it was inadvertently not attached with the initial manufacturer device report (MDR). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A literature report comparing evaluation of femtosecond laser-assisted cataract surgery and conventional phacoemulsification in white cataracts reported one case in one eye with an anterior capsule extension resulting in a radial tear. The radial extension occurred while polishing the anterior capsule after intraocular lens (iol) implantation. As noted in the article, this case was characterized by raised intraventricular pressure as evidenced by a gush of white milky fluid after the initial capsulotomy opening and had a type two capsulotomy with microadhesions. Additional information is not available.